Manufacturer narrative:
The investigation is ongoing. The date of the event is unknown. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was a fold on the distal end that hampers insertion involving an olympus uretero-reno videoscope. There was no patient injury reported.